Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak from sample syringe t-valve on unicel dxc 600 pro synchron clinical system. No patient sample was affected. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Bec customer technical support (cts) recommended the use of personal protective equipment before troubleshooting. The customer had tried replacing the cartridge chemistry (cc) sample syringe but it did not resolve the issue. The cts recommended that the customer discontinue running the cc side of the instrument until the instrument could be evaluated by a field service engineer (fse). On (B)(4) 2011, bec fse performed service on the instrument. The fse replaced the cc sample syringe t-valve. The fse primed the instrument, and performed calibration and qc without any problems noted. The fse verified repair per established procedures. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. Bec internal identifier for this complaint is (B)(4).